Event description:
As reported by the user facility (translation of user facility info by (B)(4)): the clip was not well positioned on the tip of the needle. The clip is broken. The nurse pricked his hand. An aes has been declared by the service.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently on shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.